Event description:
It was reported that the insulin pump alarms during the prime process. The blood glucose reading is 152 mg/dl. Customer stated that the insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during prime test due to loose/protruded drive support disk. No prime alarms were noted. The insulin pump was received with scratched lcd window. The insulin pump received with missing end cap sticker. The insulin pump received with broken battery tube threads.